Event description:
It is reported that the device was implanted in 1997 and that the pt was revised in 2009, due to a femur fracture below stem tip.

Manufacturer narrative:
This report will be amended when our investigation is complete.